Event description:
It was reported that the patient passed away but the cause of death is unknown at this time. The forensic pathologist from the medical examiner's office who explanted the patient's device was looking to have the device returned to be checked. The explanted device has not be received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the returned generator and lead. There were no performance, or any other type of adverse conditions found with the pulse generator. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portions were performed, during the functional analysis, with no discontinuities identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
Additional information received noting that although the cause of death is unknown and still being investigated, it is not believed to be related to the vns device. The patient was found deceased on the floor in home and had been complaining of shortness of breath and the believed cause of death at this time is possible sudep / epilepsy related. The explanted generator and lead were received but product analysis is still underway.